Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. Pod was not worn.

Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data shows the pod was received in pod state 15, completing 56 pulses, 46 of which were in first prime, indicating the pod was deactivated after completing second prime. The pod should have deployed anytime during second prime, but when the pod deployed could not be determined. Investigation of the needle mechanism found no issues that would cause the device to not deploy. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The device was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally after being reset. The exact cause of the reported event could not be determined.